Event description:
It was reported that heart block occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A 25mm lotus edge valve was implanted. Following implant, the patient's pre-existing right bundle branch block worsened into heart block requiring a pacemaker to be implanted. No further patient complications were reported. The patient has been discharged and is doing well.